Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at hospital on (B)(6) 2021. The cause of death was customer had heart failure and blood infection. The customer¿s blood glucose was 43 mg/dl. The customer was wearing the insulin pump at the time of death. Customer had low blood glucose reading. The insulin pump will not be returned for analysis.